Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/the right coil is low in the endometrial cyst'), device expulsion ('migration/the right coil is low in the endometrial cyst') and genital haemorrhage ('gen. Abnormal bleeding.') In a 37-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation, hysteroscopy". The patient's medical history included anal chlamydia infection, degenerative joint disease and lumbar disc disease. Concurrent conditions included bloating, weight gain, urine odour abnormal, bacterial vaginosis, acute cystitis, yeast infection, vaginal pain and amenorrhea. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pelvic pain"), 20 days after insertion of essure. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection(bladder/urinary tract/vaginal)type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems:mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with ethinylestradiol;norethisterone (ovcon), fluconazole (diflucan), ibuprofen (motrin), metronidazole (flagyl), nsaids, paracetamol (acetaminophen), tinidazole (tindamax) and surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, depression, vaginal infection, vaginal discharge, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 & (B)(6) 2014. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, migration, bladder/urinary problems: vaginal infection, vaginal discharge received treatment on (B)(6) 2008 novasure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Scarring in the lower uterine segment. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: vaginal infections, menorrhagia, pelvic pain, dysmenorrhea (cramping), vaginal discharge, depression. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr was received. Lot number was added. Event device dislocation updated to device expulsion. New events embedded device, abnormal bleeding(vaginal), mental anguish were added. Previously added psychological injury updated with depression. New reporters were added. Patient demographic was added. Treatment drugs were added. Medical history and concomitant conditions were added. Lab data updated. Event onset dates were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/the right coil is low in the endometrial cyst'), device expulsion ('migration/the right coil is low in the endometrial cyst') and genital haemorrhage ('gen. Abnormal bleeding.') In a 37-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation, hysteroscopy". The patient's medical history included anal chlamydia infection, degenerative joint disease and lumbar disc disease. Concurrent conditions included bloating, weight gain, urine odour abnormal, bacterial vaginosis, acute cystitis, yeast infection, vaginal pain and amenorrhea. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pelvic pain"), 20 days after insertion of essure. In august 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection(bladder/urinary tract/vaginal)type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems:mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with ethinylestradiol;norethisterone (ovcon), fluconazole (diflucan), ibuprofen (motrin), metronidazole (flagyl), nsaids, paracetamol (acetaminophen), tinidazole (tindamax) and surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, depression, vaginal infection, vaginal discharge, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 & (B)(6) 2014. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, migration, bladder/urinary problems: vaginal infection, vaginal discharge received treatment on (B)(6) 2008 novasure removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Scarring in the lower uterine segment. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: vaginal infections, menorrhagia, pelvic pain, dysmenorrhea (cramping), vaginal discharge, depression. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device. Lot number: 626903 manufacture date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, psychological trauma, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 & (B)(6) 2014. Received treatment for: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, migration, bladder/urinary problems: vaginal infection, vaginal discharge received treatment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2008: results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, psych injury, migration, bladder/urinary problems: vaginal infection, vaginal discharge were added. Plaintiffs information and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.